Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 for open circuit condition due to the right ventricular (rv) lead exhibited high shock impedance out of range. A defibrillation threshold (dft) test was performed. Subsequently, the system was replaced and the rv lead surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 for open circuit condition due to the right ventricular (rv) lead exhibited high shock impedance out of range. A defibrillation threshold (dft) test was performed. Subsequently, the system was replaced and the rv lead surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.